Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. (B) (4) no anomalies found; full lead returned and analyzed. (B) (4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported that the patient fell and that deep vein thrombosis occurred at or near the lead insertion site. The device and both leads were explanted and replaced. No further patient complications have been reported as a result of this event.